Event description:
On (B)(4) 2017, medbloc was notified by one of its dealer (B)(4) regarding the following incident: "the right chair arm fell again on constance. This time it left a 2.5x.5 abrasion and bruise. The arm was replaced as well as the m8 hex head bolt. However the leaf spring which holds the arm in upward position was not. When the bolt sheared the first time it bent and fatigued the spring so that no it makes no contact with the hex head bolt. It is bent away from the arm. The left arm is intact and works. In that case the bolt head locks under the spring in the upright position preventing this type of injury. This needs immediate remediation. Also there remains a clip spring missing on the back control wire cover".